Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap appeared normal. Customer's blood glucose was 500 mg/dl. Customer was not feeling well and felt very hot. Customer reported that high blood glucose began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.